Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1527301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the device got stuck and would not advance, so the physician pulled it back out and it appeared as if some of the peg (sealant) was trying to come out. Manual compression was applied for 30 minutes or less to achieve hemostasis. There were no adverse events and no extended hospital stay. Vessel size: greater than 7 mm vessel location: coronary sheath size: 6f.